Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that slight increase of the ventricular capture thresholds were observed. X-ray revealed externalized cables. The lead was capped and replaced.